Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant procedure the left ventricular (lv) vector impedance measurement was 1936 ohms when programmed tip to can. When programmed tip to all other vectors the impedances measurement 2500 ohms. The physcian believed that the setscrew was tightenedly that setscrew was tight and that the higher impedance measurements were due to the lv lead being placed in a very tight vein. The field representative noted that the physician did not test the tip of the lv with a pacing system analyzer (psa) due to the apical position of the lead. A programming vector of ring 2 to rv was used with appropriate impedance measurements of 934 ohms. The lv lead and cardiac resynchronization therapy defibrillator (crt-d) remain in service and no adverse patient effects were reported.